Event description:
Customer reports an adc meter reading of 143. Customer reports he then had a loss of consciousness which was treated by the paramedics with glucose paste. The customer reports being diagnosed with severe hypoglycemia.